Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-4316 lot: ni description: next generation anchor kit-sterile the returned lead ((B)(4)) was analyzed and it was discovered that the distal end was bent between e6 and e7. Continuity test revealed four open cables (e1, 3, 5, and 7). The x-ray inspection confirmed that breakage of cables occurred at the bent section of the distal end. There are no exposed cables. Analysis of the clik anchor indicated that one of the eyelets was torn with missing silicone. The physician reportedly removed all visible devices from the patient.

Event description:
A report was received that the patient underwent an explant procedure. The devices were returned, analyzed and anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure. The devices were returned, analyzed and anomalies were found.